Manufacturer narrative:
The alarm trace showed the frequent occurrence of the following alarms: cell skip, sample foam detection and abnormal aspiration from the sample probe. The investigation included a review of the customer's qc and calibration report and no issues were found. A general reagent problem can be excluded because the provided quality controls were within specifications. A root cause cannot be identified based on the limited data available.

Manufacturer narrative:
The field service engineer verified the pre-analytic data, hardware and test performance. He did not find any issues with the calibration and qc data. He noted that the alarm trace from (B)(6) 2021 until (B)(6) 2021 had frequent occurence of the following alarms: cell skip, sample foam detection and abnormal aspiration from the sample probe. He checked reaction monitors for several samples in the vicinity and did not find anything conspicuous. He also noted that there were no data alarms generated by the system. A general reagent problem can be excluded because calibration and qc data were acceptable. The investigation is ongoing.

Event description:
The initial reporter received questionable crej2 creatinine jaffé gen.2 assay results for two patients tested on a cobas 8000 c702 module. On (B)(6) 2021, the initial results were reported outside of the laboratory. On (B)(6) 2021, the results were questioned by the physician which prompted a rerun of the samples. Sample 1: (B)(6) had an initial result of 142 umol/l from an aliquoted sample. The repeat result from the primary plasma separator tube (pst) sample was 48 umol/l. Sample 2: (B)(6) had an initial result of 282 umol/l. The repeat result on (B)(6) 2021 was 44 umol/l. Both samples were taken from the primary pst tube. The reagent lot number is 54796901. The expiration date is 02-feb-2023.